Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized per doctor's instructions due to infections. Customer was on antibiotics. Customer's blood glucose was 400 mg/dl. Customer reported the site showed signs of infection, the site was swollen, red, and discharging. Customer removed the device and changed the site, the site were sore. Site locations were on both legs. During troubleshooting, customer reported he cleaned site with IV prep. After troubleshooting, customer was advised that the infusion sets and reservoirs will be replaced. Customer agreed to return the reservoir for analysis.